Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.8, 6.1, lab: 4.1. Long time pt. No change in dose for a long period of time.

Manufacturer narrative:
Investigation pending.